Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads and a cracked reservoir tube lip. No unexpected spot discoloration anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there were scratches and cracks on their insulin pump. The customer states the damage was located on half the left side of the pump screen. The customer states the pump screen was difficult to read. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.